Event description:
It was reported that the patient that was in pain. Upon post-op x-ray, it was confirmed that the cage had migrated. The patient underwent revision surgery to replace the cage with larger size cage.

Manufacturer narrative:
Labelling review and risk assessment. Visual, dimensional, functional, and materials analysis could not be performed as the device was discarded. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A cage main body migration/pull out post-operatively was confirmed via correspondence. The migration occurred on l4/l5 posteriorly. There were no reported migration, loosening, or fracture of the supplemental fixation system. There was no patient fall or trauma reported after the surgery. During the primary surgery, the surgeon sized the disc space using a disc shaver, the feel of the shaver was secure, and there were no compression applied after the cage implantation. Based on information received, the root cause of the reported event could not be determined conclusively; however, the plausible root cause could be due to the improper size of cage inserted. According to the surgical technique statement, "the compression or distraction maneuvers should be performed once all of the blockers are inserted but not final tightened." "Effective distraction aids in removal of the superior articular process, decompression of the neuroforamen, preparation of the disc space and insertion of the cage. Particularly in patients with less than ideal bone quality, it might be useful to size the interspace with paddle distractors, reamer distractors, or trials before locking the distraction down through the pedicle screws. Interspace distraction helps provide a sense of restoration of annular tension and helps to avoid pedicle screw pre-loading (which may cause post-operative loosening)."

Event description:
It was reported that the patient that was in pain. Upon post-op x-ray, it was confirmed that the cage had migrated. The patient underwent revision surgery to replace the cage with larger size cage.